Manufacturer narrative:
After review of additional information received concomitant medical products, manufacture site, date received by MFR, type of reports, if follow-up, what type?, device manufacture date and evaluation codes have been updated accordingly. The hvad pump ((B)(4)), controllers ((B)(4)) and batteries ((B)(4)) were not returned to manufacturer for evaluation as a result of this event. Review of the manufacturing records revealed that the associated devices met specifications prior to release. Review of the log files revealed multiple controller power up events without associated motor start events logged starting 11:56:04 on (B)(6) 2015. The pump finally started at 12:21:39 on (B)(6) 2015 on controller ((B)(4)). Based on this information, the maximum pump off time was approximately up to twenty-five (25) minutes. Review of the data file indicates that the last data point was logged at 11:54:42 on (B)(6) 2015. Cac adapter was connected to port one (1) and battery ((B)(4)) (92% capacity) was connected to port two (2) at this time. Review of the alarm file indicates a vad stop event occurred at 12:01:06 and battery ((B)(4)) (99% capacity) was connected to port 1 at this time while battery ((B)(4)) (94% capacity) was connected to port 2 at this time. It is possible that when the patient was trying to change the power sources, there was a loss of power due to accidental disconnection of both the power sources. There was a controller power up event at 11:56:04 without an associated motor start followed by a vad stop event at 12:01:06 indicating that the pump failed to restart. This finding correlates with the event details which indicate that the patient lost power while switching batteries. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The manufacturer has an open investigation which is currently investigating events related to pump not being able to restart. The most likely root cause of the initial loss of power may be attributed to double disconnection of the power sources from the controller. Controller - (B)(4) - expiration date: 08/31/2015 - device manufacture date: 08/15/2014. (B)(4). Corrected data: implanted date.

Manufacturer narrative:
The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller. No further information will be asked for this complaint as it pertains to the (B)(6) study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by a medical personnel that the patient presented to the emergency room on (B)(6) 2015 presenting after his lvad was mistakenly disconnected for 12 minutes that morning. The patient did not experience any chest pain, syncope, dizziness, or shortness of breath while disconnected. Lvad coordinator reported that the patient's lvad flow currently fine, rpms had been decreased while patient was disconnected. The patient has been feeling in usual state of health recently. The patient's ldh was 196 iu/l (B)(6) and labs were normal. He was seen by lvad coordinator as well as heart failure fellow and attending while in the emergency room. Despite therapeutic inr, he was given a dose of lovenox 60 mg sq with concern that clots may have developed while lvad was disconnected. Risk of bleeding discussed with the patient. Patient was not admitted from the emergency room and was sent home stable on the same day (B)(6) 2015.